Event description:
It was reported that during a laser eye surgery case, while the user was filling the d-vapor, agent reportedly stopped flowing to the pt. The pt reportedly woke up on the table and moved suddenly resulting in an eye injury to the pt.

Manufacturer narrative:
The d-vapor in question was requested for investigation. Results will be provided in a follow-up report.